Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the tandemheart pump. The incident occurred in (B)(6). A review of the DHR for tandemheart pump (B)(4) did not identify any deviations or nonconformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that during support a tandemheart pump stopped. A message requesting to restart the pump appeared on the escort controller unit. The user restarted the device by pushing start/stop button and the pump began to run again. Reportedly the pump was receiving minimal flows and after a while stopped again with the same error message. The escort controller unit was replaced and the issue persisted. The user decided to replace the tandemheart pump and used the original escort controller unit. Flow returned to normal and issue was resolved. There was no report of patient injury.